Event description:
It was reported through litigation process that approximately six months and twenty-one days later port placement procedure, the patient went to hospital to undergo fibrin sheath stripping of the defective powerport. Sometime later the patient also developed with unspecified infection and the port was removed. The patient was implanted with a new device. The current status of the patient was unknown.

Manufacturer narrative:
H11: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: the physical device was not returned for evaluation. No medical records were provided for review. Therefore, the investigation is inconclusive for the reported fibrin sheath formation, pain and infection issue as no objective evidence was provided for review. Furthermore, the clinical conditions alleged in the complaint cannot be confirmed. Based upon the available information, the definitive root cause is unknown. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H11: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: the physical device was not returned for evaluation. No medical records were provided for review. Therefore, the investigation is inconclusive for the reported fibrin sheath formation, pain and infection issue as no objective evidence was provided for review. Furthermore, the clinical conditions alleged in the complaint cannot be confirmed. Based upon the available information, the definitive root cause is unknown. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required b5, d1, d4 (medical device catalog #), e1, g3, h6 (component). Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through litigation process that approximately six months and eighteen days post a port placement; the patient was presented to hospital to undergo fibrin sheath stripping of the defective port. There after one year, five months and sixteen days later, the patient experienced redness and pain at the port site, the blood culture revealed infection. The current status of the patient was unknown.